Event description:
A 2.5mm diameter by 9mm length s660 stent delivery system was inserted to treat a lesion located in the middle of a tortuous circumflex artery. The severely calcified lesion was predilated with two ptca balloons of unk sizes prior to insertion of the stent delivery system. It was not possible to cross the severely calcified lesion, therefore, the stent delivery system was pulled back in the coronary artery. Upon removal, the stent dislodged from the delivery balloon in the proximal circumflex artery. The dislodged stent was successfully snared from the pt. There was no further treatment performed on the lesion. The pt was reported fine post procedure and there are no additional clinical sequelae related to this event. Severe calcification and excessive vessel tortuosity contributed to the stent not crossing the lesion and the stent dislodgement. The returned device investigation revealed that the stent delivery system was returned separate from the stent. The stent was returned elongated with all stent segments intact. There was evidence that the stent had been adequately mounted on the delivery balloon.